Event description:
Home patient (hp) reports receiving "check lines * bags" alarm in prime and replaced solution bag on heater line while using same homechoice set. Home patient refused to discontinue treatment and completed therapy using same set. Per home patient's rn, there was no pt injury or medical intervention as a result of incident.